Manufacturer narrative:
Product analysis: the closurefast catheter was returned for evaluation. Visual inspection carried out revealing 2 kinks at 4cm, and 7.3 cm (heating element). No pin damage noted. The fep was observed to be damaged and the coil was exposed. The catheter passed resistance testing. When connected to an rfg2, the catheter failed functional testing. An advisory message: ¿treatment halted. Device broken¿ was displayed. When connected to an rfg3, the catheter failed functional testing. An advisory message: impedance low. Replace device¿ was displayed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use a closurefast catheter during treatment of the patient¿s great saphenous vein (gsv). IFU was followed. It is reported that a kink was noted on the coil of the catheter during the procedure. One leg was treated successfully. When the physician attempted to treat the second leg, the issue occurred. It is also reported that the rfg made a noise. No physical damage noted to the generator and no advisory message was displayed. The coil was observed to be exposed. A new catheter was used to complete the procedure. Rfg used successfully since this. No patient injury reported.